Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. No battery alert noted during testing. No power error noted in pump history files and power graph.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a power error detected alarm. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was prided for power error detected. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewound. Notification light stopped flashing immediately. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.